Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. It was stated, ¿I verified the setup; a continue flow tubing with normal saline (ns) was outside the pump and attached to the IV access. Ferrlecit was attached on the proximal y site of the normal saline line. The registered nurse (rn) had clamped the roller clamp of her normal saline close to the IV access to avoid the ns to drop while infusing ferrlecit. All other clamps were opened and rn said she verified patency of her IV site. I suggested to change the downstream occlusion limit from med to high on the pump since the product is visquous. The downstream occlusion alarm was still recurrent. I then suggested we clamp the normal saline higher on the line. When the rn unloaded and reloaded the tubing to be able to restart the infusion, it worked for about 30 seconds then the alarm went off again. The rn changed her IV site on the patient's right arm, but still no success. After several attempts, the rn decided to connect the ferrlecit directly on the IV access to be able to infuse the rx." The event happened during patient infusion at unit 2b. There was no known patient injury or medical intervention associated with this event. No additional information is available.